Event description:
During endovascular repair of thoracic aorta aneurysm. The stent device was removed from the package and prepared in the usual fashion per vendor instruction. The device was not manipulated prior to introduction to the patient. It was introduced to the patient and the stent was deployed. When the device was being removed, the "nose cone" came off of the delivery device. The "nose cone" was retrieved in its entirety. Device was saved and sent to materials. Vendor is requesting to have the device return to them for evaluation.